Event description:
It was reported that a patient underwent an unknown procedure on an unknown date and suture was used. The patient developed extrusion of the suture which formed into abscesses. The suture was completely removed allowing for healing of the abscesses. Additional information has been requested.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.